Event description:
It was reported to philips that the device's geometry was not functioning. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that there was no movement of the arch. After reviewing log file, fse found that there are geometry errors. Fse identified that the two brake screws were loose, which caused the issue with geometry movement. Fse put the screw back in place with the net brake and secured the other screws of the pad group. After putting the screw back in the place, the system was returned to use in good working order. The codes were updated based on the investigation outcome.